Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced and cleaned the blue fiber cable and the filters. The affected parts involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure that a non-recoverable error occurred when connecting surgeon side console (ssc) 1 to the system. There was also a message stating that the ssc was not connected to the vision side cart (vsc). Prior to contacting technical support, the customer tried swapping in two different blue fiber cables (bfc), with no improvement. The customer also hard power cycled the system, with no improvement. The intuitive tech support engineer (tse) checked the error logs and found communication errors against the ssc. The tse explained that the issue was most likely related to the bfc connector on the ssc. The customer performed the surgery with just one ssc. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The system was powered on as usually, and at first it seemed everything ok. A few minutes later, the non-recoverable fault appeared. It was tried by or staff several times to solve it, reinitiating the system, changing cables between parts, changing cables allocation, performing a reset. After these trials, someone realized that problem seem to come from 2nd surgeon console. So, they disconnected that and restarted the system. The surgery was performed without more abnormalities. Some days after, the field engineer reviewed the robot.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to electrical or optical conductor failures on the bfc. This issue was resolved by replacing the defective part.